Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen. 2 results for one patient sample tested on the cobas 8000 ise module (double).   The initial result was reported outside of the laboratory. The reporter reran the patient sample because he did not trust the initial results as they have been having issues on the ion-selective electrode (ise) 2 of the analyzer. The sample was rerun on another cobas 8000 ise module. The initial sodium result from the module was 165 mmol/l with a repeat result from the other module of 146 mmol/l. The initial potassium result from the module was 4.8 mmol/l with a repeat result from the other module of 4.2 mmol/l. The initial chloride result from the module was 95 mmol/l with a repeat result from the other module of 110 mmol/l. The repeat results were deemed correct. The reporter issued amended reports. The electrode lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within specifications. The qc recovery was within the customer¿s established ranges. There was no indication of a performance issue with the reagent. The field service engineer (fse) inspected the module and found that the ion-selective electrode (ise) 2 vacuum nozzle caused pitting in the ultrasonic mixing vessel. He then replaced the ultrasonic mixing vessel and adjusted the vacuum nozzle, sipper nozzle, and reagent dispense nozzles. He performed multiple ise checks with acceptable results. The customer performed calibrations and qcs with acceptable results. The customer performed a 10-cup precision test using pooled patient samples with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.